Manufacturer narrative:
Other text: corrected data: b1, corrected data: corrected data: b1 product problem.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that pump was beeping with no alarm message with 40ml remodulin remaining in the cassette. Patient would change and return the cassette. It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.